Event description:
Boston scientific received information that during a scheduled device replacement procedure, the right atrial (ra) lead set screw was stuck and could not be released from the device. The physician cancelled the procedure and will reschedule for january. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned and part of the lead remains attached to the header of the device. The device with the terminal portion of the lead will be returned for analysis.